Event description:
It was reported, the pt has not charged the ipg in approximately 4 months. Although the charger communicates with the ipg, an error message is displayed on the programmer when attempting communication. As a result, the ipg was explanted and replaced at the patient's lead revision procedure (reference MFR report 1627487-2013-1798). The explanted ipg will not be returned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.